Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a thyroidectomy procedure, the handpiece was very warm and the heating of the "device" caused a burn in the 2nd degree skin, 1 to 2 cm below the incision. They changed the handpiece, not the disposable, and with the same device worked normally. The device worked, the problem was the temperature. They reported they used "harmonic" heat management techniques and it is uncertain if the device did or did not cause the burn to the patient. Surgery was delayed by an unknown number of minutes but the procedure was successfully completed.. The size and shape of the burn is unknown, they were treating the patient's burn with an ointment suitable for burns, and the patient is doing well.